Manufacturer narrative:
D10 concomitant products: sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# n4h1691y, sig30ctavm - tri 2.0 sig30ctavm 30 CT vsclr med 12mm, lot# n4j1751y, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a wide wedge resection of a left lower lobe nodule, performed using a combination of egia 60 and 45 tan and purple tri-staple reloads, issues were encountered with the stapler. Specifically, a tan reload was applied near the lower lobepulmonary artery branch, and at closure, the entire staple line dehisced. This required repair using a 3.0 prolene suture. The procedure was extended by 30 minutes due to these issues. The reported product issues included firing difficulties and staple formation problems. Suturing was performed to replace the staple line.